Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep) reiterating that the patient's device was turning itself off once a week. They don't have any environmental/external/patient factors that may have led or contributed to the issue to report. Diagnostics/troubleshooting included looking at charging and usage reports and they also ran impedance tests. They ran a data report however no on/off phenomenons had occurred since last visit to neurologist on dec 18 so they were unable to diagnose much. They learned that the reported on and off was previous to the dec 18 appt. Patient reported no on and offs since that previous period. The patient claims the device was turning itself off prior to that appointment. They guessed that it became uncharged and turned off but couldn't confirm because patient was very fuzzy with when and how often the device went off. They only check it once per week so impossible to figure it out. There were times when they decided to appear to go to zero charge.

Manufacturer narrative:
D2/PMA: the main device described in section d is not approved under PMA/510k # (B)(4) for the described indication: dystonia (product code: mru). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was experiencing the same thing as their previous: the patient claimed the implantable neurostimulator (ins) was turning itself off. Usage reports were provided by the healthcare provider (hcp) which showed 11% in oct, 28% in nov, and 8% in dec. A recharge log was provided, and the only date where it appeared the ins was charged from a depleted state was nov 12. The caller stated the patient doesn't check their patient programmer(pp) often, maybe once a week. The patient has the indication of dystonia and said the ins being off doesn't seem to affect it much. It was advised to have the patient keep a log of charging, on/off status and to pull logs and a data file on january 10th when the manufacturing representative (rep) meets with the patient. No patient symptoms or further complications were reported as a result of this event.